Event description:
Boston scientific received information that this lead was explanted due to an unspecified product performance issue. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Additional information received indicated the lead was explanted due to high pacing thresholds measurements. There was no report of loss of capture associated. The lead was discarded by the hospital staff and will not be returned for analysis.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available this report will be updated.